Event description:
The customer reported that their device would not power on. The customer indicated that this device was brand new and they tried multiple batteries and still experienced the same issue. There was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause was due to a failure of the digital pcb assembly. The pcb assembly was further evaluated where it was confirmed that the pcb does not function when power is applied, draws 50ma of excess current, and sounds the alert. The specific component cause was undetermined.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause was due to a failure of the digital pcb assembly. The pcb assembly was further evaluated where it was confirmed that the pcb does not function when power is applied, draws 50ma of excess current, and sounds the alert. The specific component cause was undetermined.